Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient's ins battery doesn't work as it has been dead for a few years. Technical services reviewed device is likely in overdischarge and redirected to managing hcp. The patient reported that he hadn't used implant in 4-5 years (confirming that he hasn't charged implant in greater than a month). The patient had tried charging the ins but the ins won't charge (patient confirmed insr itself was fine and was charged up). The issue was not resolved through troubleshooting. The patient said that he has a non-device related MRI that he needs device put into MRI mode for. The patient said he could also use some relief in his back saying he got his device for his back. The patient was redirected to their healthcare provider to further address the issue. Patient moved and doesn't have an hcp yet. Patient services emailed hcp listings for the (B)(6) area. Additional information was received from the patient who reported that. They do not really remember the circumstances that led to not using ins. Patient stated they think it was due to having to wait 4 hours to charge. Patient stated new implant on (B)(6).